Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was receiving 9-ing investigational drug in which the bag volume was 2,079ml. The nurse was set up a chemo primed infusion and subtracted 54ml, so the volume of the infusion was set at 2,025ml. The infusion ran dry and the flush was unable to be given. There was patient involvement but no harm.

Event description:
It was reported that the patient was receiving 9-ing investigational drug in which the bag volume was 2,079ml. The nurse was set up a chemo primed infusion and subtracted 54ml, so the volume of the infusion was set at 2,025ml. The infusion ran dry and the flush was unable to be given. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.